Manufacturer narrative:
(B)(4). Date sent: 01/19/2021. Additional information was requested, and the following was received: what were the indications for surgery? Esophageal cancer. How was the leak identified? The patient suffered from wound secretion. Esophagography suggested anastomotic leakage. How was the leak stopped/addressed? Treatment of fluid replacement, dressing change and drainage of neck incision were given. Did the patient receive any preoperative chemotherapy or radiation? Unobtainable. Were there any issues experienced with the device in the initial surgical procedure? Unobtainable. What healthcare professional fired the device and what is his/her experience with the device? Unobtainable. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unobtainable. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unobtainable. Was the device difficult to close? Unobtainable. Was the device difficult to fire? Unobtainable. Did the healthcare professional receive audible & tactile feedback when firing the device? Unobtainable. Were the donuts inspected? If so, please describe. Unobtainable. Was a complete transection of the white breakaway washer visually confirmed?unobtainable. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Unobtainable. Was the staple line visualized endoscopically during the initial surgical procedure?unobtainable. What was observed at the site of the leak upon reoperation? Unobtainable. What is the current status of the patient? The patient recovered well and has been discharged from the hospital. Currently, there is no follow-up report on any complications related. It was reported that the device is being retained. Will it be released and returned back to us for evaluation at a later date? The sample isn't available for return.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? How was the leak identified? How was the leak stopped/addressed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak upon reoperation? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient suffered from wound secretion on (B)(6) 2020 after esophagogastric anastomosis during the surgery of radical esophagectomy on (B)(6) 2020. Esophagography suggested anastomotic leakage, which caused neck incision infection and made the patient unable to eat. Treatment of fluid replacement, dressing change and drainage of neck incision were given. No additional information could be provided.